Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced four cannula crimped events on 11-jan-2025. Event took place within three or more hours after insertion. Infusion set was in use for less than 6 hours. The insertion site was abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.